Event description:
It was reported that during a da vinci si prostatectomy procedure, when the surgeon articulated the master tool manipulators (mtms) the patient side manipulator (psm) arms would freeze up. With the assistance of isi technical support engineering (tse) the site rebooted the system and the issue was resolved. However, due to patient anatomical issues and the port placements the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) was unable to replicate the issue experienced by the surgeon. The fse performed multiple test drives of the site's da vinci si system and found that it functioned within specification. Upon follow up with the surgeon by the fse, the surgeon indicated that the master tool manipulators (mtms) were locking up in place and when he clutched the mtm grips, the mtms unlocked. The surgeon indicated to the fse that he does not recall if any icons were present when the issue occurred. The fse concluded that the freezing up of the patient side manipulators (psm) experienced by the surgeon was likely due to the surgeon removing his head from the high resolution stereo viewer while manipulating the mtms. The hrsv provides the video image for the ssc. The fse advised the surgeon to keep his head in the hrsv when manipulating the mtms to prevent the psms from freezing up during da vinci surgical procedures. The da vinci si user manual specifically states: caution: the infrared head sensors performs a safety function by preventing movement of the patient cart arms when the surgeon's head is not in the viewer. Do not defeat this safety feature by intentionally blocking the sensors. On (B)(4) 2012, the isi representative present during the surgical procedure indicated that it is his belief that the planned surgical procedure could have been completed using the da vinci si system and that the surgeon's decision to complete the procedure using open surgical techniques was likely due to difficulty intubating the patient prior to starting the procedure, patient anatomical issues and the surgeon's experience using the da vinci si surgical system. Isi has made multiple attempts to obtain additional information from the surgeon concerning the patient and reported event. No information has been forthcoming. If additional information is received, a follow-up MDR will be submitted to the FDA. As of june 6, 2012, there have been no reported recurrences of the issue at this hospital.